Manufacturer narrative:
Event year is reported as 2021; however exact date of postoperative screw breakage is unknown. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Photo investigation: the unknown locking screw was not returned. A photo-investigation was performed on the x-ray image provided. Upon inspecting the image provided, the unknown locking screw was observed to be broken into two pieces in the femoral neck region. However, the root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, hardware removal was successfully completed and converted to a total hip arthroplasty on (B)(6) 2021. The manufacturer of the implants was unconfirmed. It was further reported that it appears (3) screws were broken according to the x-ray and the femoral head collapsed. This report is for (1) unknown locking screw. This is report 2 of 3 for complaint (B)(4).